Manufacturer narrative:
Corrected data: h6- health effect - clinical code: "2137" should be added. Claim# (B)(4).

Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -02.50/+2.0/079 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2023. The lens was removed on (B)(6) 2023 due to the patient experienced a refractive surprise. The lens was replaced with another same model/length but different diopter lens and the problem was resolved.

Manufacturer narrative:
H3: device evaluation: the lens was returned dry, in a microcentrifuge vial. Visual inspection found a haptic bent. Dimensional and refraction (functional) verification was performed and the lens was found to be in specification. Claim # (B)(4).